Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 345 did not occur. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device functioned as intended, however the upstream sensor was replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.